Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It was reported that the proglide device was used in an obese patient. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients who are morbidly obese. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement in the mildly calcified left common femoral artery was attempted with three proglide devices, via an 8f sheath using a pre-close technique, prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a cuff misses occurred with all three proglide devices. The sutures of two additional proglide devices were successfully pre-placed using the pre-close technique. The sheath was upsized to 14f and the tavr procedure was completed. Hemostasis was achieved using the successfully preplaced sutures of the fourth and fifth proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.